Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working properly. The pump would remain dimpled when pressed and troubleshooting was performed with no success. At a later date, a procedure was performed to explant the device and a new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis pump at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. The pump kink resistant tubing was worn down to the filament. The pump passed the leakage test. The pump did not pass activation or functional testing. Analysis was able to confirm the reported clinical observations.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working properly. The pump would remain dimpled when pressed and troubleshooting was performed with no success. At a later date, a procedure was performed to explant the device and a new ipp was implanted. There were no patient complications reported.